Manufacturer narrative:
No button error alarm noted. All of the buttons functioned properly; however the unit had moisture on keypad. No moisture damage noted on electronic assembly or motor assembly. The unit had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners.

Event description:
The customer called in to report a button error alarm that he could not clear because he was in the pool while wearing the insulin pump. The customer's blood glucose level was 146 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.